Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high rv lead impedance was observed. Possible lead fracture was noted. Replacing the lead was suggested. There were no patient consequences.